Event description:
Hamilton medical ag received the following incident description: machine display goes off and turn on os mode while ventilation.

Manufacturer narrative:
The hamilton s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton s1 similar to the hamilton g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.